Event description:
The customer called philips to order a new battery, stating that their battery would not charge and that it was exhausted. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.